Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the side frame. It should be noted that two welds are broken. Metal torn away from weld at bottom rear looks as someone may have stepped on step tube.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the side frame. It should be noted that two welds are broken. Metal torn away from weld at bottom rear looks as someone may have stepped on step tube. Dealer is stating that the left side frame is cracked under the weld.

Event description:
Dealer is stating that the left side frame is cracked under the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.